Event description:
Customer stated that their meter was showing only part of the numbers. They stated that they had replaced the batteries and the problem continued. They stated that sometimes the first two numbers would not show at all. They stated that each time they inserted the test strip, it showed something different. A review of the system was conducted over the phone. The review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.